Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a promus element mr ous 3.00 x 32mm stent delivery system (sds) was returned for analysis. The stent was not returned for analysis. The maximum stent profile was measured and is within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon body was reviewed and there were no issues noted. The balloon had not been subjected to any significant positive pressure. There were crimp markings evident on the balloon body indicating overall crimp contact between the balloon and the stent at the time of manufacture. A visual and tactile examination of the hypotube revealed multiple hypotube kinks. An examination of the shaft polymer extrusion identified no issues. The bi-component bond showed no signs of damage or strain. No issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 14-may-2018. It was reported that crossing difficulties were encountered. The target lesion was located in the tight calcified left anterior descending artery. Following pre-dilation was performed, a 3.00x32mm promus element¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detached/separated.